Event description:
The complainant reported an under-delivery. The pump under-delivered by 50%; however, rate and volume specific information was not provided.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at +5.6%, which is within specification.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically.